Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 23-oct-2018 with the following findings: the up arrow keypad button was over responsive to user input. The pump was powered up to a dim and pink display. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the up arrow keypad button was over responsive, and the display was dim and pink. This report is made based on results of investigation completed on 23-oct-2018.